Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The red clamp and the spring on the clamping mechanism on the attune impactor handle broke during normal impaction of the tibial tray. The der indicates no surgical delay was caused and no piece of instrumentation was left in the patient.

Manufacturer narrative:
Conclusion and justification status: the complaint states the red clamp and the spring on the clamping mechanism on the attune impactor handle broke during normal impaction of the tibial tray. The investigation confirmed that the handle had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.ysis.